Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample from the cobas e411 rack analyzer. The initial result was 1.81 miu/ml with a data flag and was reported outside of the laboratory. The doctor questioned the result as the patient had a previous positive result and they were expecting the same result. The sample was repeated with a result of 46 miu/ml. There was no allegation of an adverse event. The reagent lot number was 25919906 with an expiration date of 30-nov-2018. Analyzer performance testing was completed and was acceptable. The investigation did not identify a product problem.  The cause of the event could not be determined.